Event description:
Patients are experiencing ble leaks after laparoscopic cholecystectomy procedures and are required to have an e.r.c.f. No determine the site of the leak. After the e.r.c.f. Was performed, it was identified to be on the medial side of the clip.